Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The product record review (prr) results detailed in the prr table did not determine the probable cause of the complaint. A review of the device history record (DHR) confirmed that the device met specification prior to shipping, and no manufacturing deviations were noted that could have contributed to the event reported. A risk review was completed and confirmed that the event of "fiber break" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A labeling review was performed on the device instructions for use (IFU). The IFU cited that, the fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Based on the information available, the conclusion code "cause not established" has been assigned as the most probable cause for the complaint.

Event description:
It was reported that during procedure, the laser fiber broke during use. Another fiber needed to be used. There was no report of patient complications.

Event description:
It was reported that during procedure, the laser fiber broke during use. Another fiber needed to be used. There was no report of patient complications.